Manufacturer narrative:
Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the device was received in a return kit fully submerged in a clear 0.2% glutaraldehyde solution. The valve exhibited discoloration consistent with blood contact. The valve was dehydrated. All leaflets are slightly stiff but flexible, possibly due to blood contact and/or the decontamination process. All leaflets are intact. All leaflets were partially open. All commissures appeared intact. No damage, such as bends or kinks, was found on the frame. The valve was submerged in a warm (approximately 37 °c) saline bath to expand the frame. The valve was placed in a cold saline bath to perform a deployment simulation as per the instructions for use. Upon loading, the frame paddles were seated within the paddle attachment pockets. The capsule was advanced, covering the frame paddles and outflow crown struts. The capsule was advanced until the capsule guide tube covered the commissure pad of the valve. The inflow cone was advanced to crimp the inflow portion of the valve; no in-fold was noted during this step of the loading process. The capsule was fully advanced over the valve. No visual or tactile anomalies were noted during the loading simulation. To evaluate against the reported event of infolding, the valve was deployed in a body-temp (approximate 37 celsius) saline bath. The deployment knob was rotated to expose the valve at the inflow; no anomalies were observed. The valve continued to be deployed up to the point of no recapture without issue. The valve was fully deployed. No in-folds were noted during the deployment simulation. Updated h.6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: a1. A3a. B5. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that a procedural delay of approximately 10 minutes occurred due to the loading of a new valve.

Event description:
It was reported that during loading of a transcatheter valve, an inflow frame node overlap extending to node 3 was observed. Upon the first deployment attempt to the point of no recapture (ponr), the patient's blood pressure was 20-30 millimeters of mercury (mm hg), and an infold was observed. At this point, cardiac arrest occurred and the system was withdrawn. A new valve was immediately deployed and implanted; however, the patient's blood pressure did not recover. The procedure ended with extracorporeal membrane oxygenation (ECMO) support, and the patient was sent to the intensive care unit (ICU).

Manufacturer narrative:
Select patient information cannot be included in regulatory report due to regional privacy regulations. Continuation of d10: product ID d-evolutfx-34 (0012526063); product type: 0195-heart valves; implant date ; explant date n/a medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.